Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date unavailable at this time. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The representative adjusted the x position for docking location and replaced the lower x-stage cover. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part was returned to the manufacturer for evaluation and the issue was confirmed. The x-stage cover exhibited physician damage, scratched pain, and was dented around the docking pin holes.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system would not dock. There was damage observed on the x stage cover. There was no patient present when this issue was identified.